Manufacturer narrative:
(B)(6). Device evaluation: one medfusion pump was returned for investigation in used condition. There was a primary audible alarm post error in the event history log (ehl). This error message was not reproduced during start up. The customer reported product problem was verified on the basis of the ehl. The speaker and interconnect board were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a primary audible alarm. No patient injury or complications were reported in relation to this event.